Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to the patient experiencing involuntary head movements. It was noted that the physician believes there may have been some interaction with a nerve. The patient was in stable condition post procedure.